Event description:
It was reported that when the patient presented in clinic for a routine follow up, device failed to interrogate. Interrogation was attempted in a different room and different programmer but, were unsuccessful. Device was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of an inability to communicate with the device was confirmed in the laboratory. Upon receipt, the device was not able to communicate with the programmer. After the device was cut open and, upon further testing, however, the device was able to communicate with the programmer. The cause of the inability to communicate with the device could not be determined.